Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and review of the CT imaging was hindered by the poor quality of the scans. Upon further investigation of the CT scans by healthcare professionals the following was observed, "the overall quality of the CT is poor. The resolution is low. There is neither a clear loosening visible in the tibial component nor in the talar one. However, the distance is widened between the anterior components in comparison to the posterior. I cannot assess well, why the revision is planned. A subsidence of the tibial component is the most likely reason for it." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.